Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken cable, cut on cable unit, and cable water-tightness failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the camera head's cable was broken and had a cut on its unit, also a cable water-tightness failure was found. There were no reports of patient involvement.